Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A diabetes care manager reported via phone call of motor error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the alarms are 30 days apart from each other. The customer was advised that it could range from a connection issue, site related issue or pump being exposed to MRI or x-ray. The customer was advised to call back as soon as possible.